Event description:
It was reported an alert tone was triggered for the right ventricular (rv) lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 5524m-53 implantable pacing lead, implanted: (B)(6) 1999; product ID: d314drg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013. (B)(4).